Event description:
It was reported that the needle for the depth gauge broke off completely, the issue was found post-operatively, no case involvement the event was discovered outside of operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the needle broke off. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. A product development evaluation was completed: the returned depth gauge (lot 6523505) was manufactured on may, 2013 and is approximately 1 year and 3 months old. The depth gauge was received disassembled. The needle is broken off the graduated body and the tip is bent slightly. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process or use could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.